Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their bilateral implantable neurostimulator (ins) system for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had surgery on (B)(6) 2019 for kidney cancer and hasn't been able to void since; they have to catheterize themselves (kidney cancer and surgery is not related to device/therapy). During the call, they checked both inss and confirmed they were on; one was set to 0.9v and the other was set to 0.7v. As a result of what was reported, they were redirected to their healthcare provider (hcp). The call center also reached out to the field per the patient's request. No device issue was reported and no further patient complications have been reported as a result of this event.